Event description:
The company was informed that the pt was experiencing irritation and redness at the implant site. The doctor applied bandage material between the headpiece and the implant site. The pt is being monitored.